Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) female patient contacted zoll to report that the patient developed two sores underneath the back therapy electrode pads. The daughter reported that the skin was broken open. There was no f/u on the open sores to see if they healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.